Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. Olympus (B)(4) made conscientious efforts, but was unable to obtain detailed information from the user facility regarding the reported defect. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the sales administration department that during the preparation for use, when the single use biopsy valve maj-210 was attached to the olympus bronchoscope bf-p160, the biopsy valve maj-210 was broken. The biopsy valve maj-210 had to be replaced due to damage. There was no report of patient injury associated with the event. The reported defect occurred in two biopsy valves maj-210 with lot numbers h0802 and h0507. This report reports the broken biopsy valve with lot number h0802.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility returned 15 unused single use biopsy valves maj-210 with lot number h0802 to olympus europa se & co. Kg via olympus france s.a.s. Olympus medical systems corp. (Omsc) confirmed the attachment to the endoscope using the biopsy valve maj-210 with lot number h1614, but the valve was not damaged. Omsc determined that the biopsy valves maj-210 was damaged because the user did not comply with the instruction "push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place" described in section 7.3 "attaching the biopsy valve to the endoscope" in the instruction manual. The date of manufacture was unknown. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The disposable biopsy valve maj-210 with lot number h0802 was returned to olympus medical systems corp. (Omsc). The biopsy valve maj-210 could be attached to the scope operation part inspection tool (k01324) without any damages. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, d5, d10, g2, h2, h5, h6, and h8. A1, d5, d10, h5: information for these fields were inadvertently not included on the initial and supplemental medwatches. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-210 lot h1614 was used for reproduction confirmation). "The housing of the forceps plug must not be damaged when attached" is verified by evaluation based on product standards. In the final inspection process, 9 sampling inspections are carried out for each production lot, and it is confirmed that the groove is not torn when attached to the mouthpiece in combination with the scope. The root cause of the issue could not be conclusively specified. Based on the product specification investigation and the inspection results of the final inspection process, no abnormalities were found in the product at the design and manufacturing stages, and it was found that the housing would not be damaged if installed according to the regular procedure. However, the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: the device was damaged due to failure to install according to the 7.3 in the instructions for use (IFU) manual. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: 7.3 attaching the biopsy valve to the endoscope: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place. Additional corrected data: h2: follow-up type on supplemental report # 8010047-2021-08110 was additional information and device evaluated by manufacturer was no. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).